Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height legacy drawer 3 was failed. A field service engineer (fse) replaced the open and close sensor and inseparable, and the drawer opened but the pockets remained closed. The fse then replaced the flex cable, position sensor and module control board to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.